Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functionally, the adapter was connected to the gen2 acc software, and the strain gauge was responsive. It was also connected to a representative clamshell and signia handle, and the device calibrated correctly. A representative reload was attached and could be loaded and unloaded easily, rotated and articulated smoothly, and fired without any issues. After firing, reconnecting the adapter to the gen2 acc software showed no new errors. It was reported that the device partially fired. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: damaged outer tube. Visually, there was a dent on the outer tube. The product analysis noted evidence that the device was not used as intended. This issue may occur due to rough handling of the device. Another unreported condition was identified: uart communication error. Functionally, there were universal asynchronous receiver-transmitter (uart) communications errors in the data saved to the system. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the adapter is a precise instrument. Care should be taken to avoid dropping. Improper handling, cleaning, or sterilization may shorten device life and/or lead to device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure involving the signia adapter, there were multiple malfunctions related to the firing mechanism. Specifically, the reload was partially fired and stopped 3/4 of the way through on two occasions. The surgeon encountered firing issues with the adapter, which led to partial firing of the reload. To resolve the issue, the surgeon replaced the reloads and was able to complete the firings successfully. There were no patient injury.

Manufacturer narrative:
D10 concomitant product: sigtrsb60amt, sigtrsb60amt 60 mm med thk reinforced rel, (lot #n4g1937y); sigtrsb60amt, sigtrsb60amt 60 mm med thk reinforced rel, (lot #n4g1937y); sigphandle, sig power sigphandle handle, (serial #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.